Event description:
During qc pre-inspection of the un-used bags, they observed particulates of varying types: 3 for red particles in tubing/joint tubing, 2 for black particle in joint tubing, 1 for white particle in joint tubing, and 1 for fiber embedded in tubing. This is an older lot of cryobags and it is in the 4 unit/pack (24/case) configuration.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a case of particulate matter in a cryocyte bag. As in all cases of foreign particulate matter in a cryocyte bag, there is additional risk to the patient regarding sterility, infection, and/or an additional adverse reaction. An attempt should be made to determine the contents and source of the particulate matter. (B)(4). Upon evaluation of samples, a follow-up report will be submitted.